Manufacturer narrative:
The ventricular lead has remained connected to the is1 ventricular connector. Damages in the isi ventricular hexagonal setscrew cavity was found. No possibility to verify the tightening marks on the is1 ventricular setscrew tip since it was not possible to unscrew the setscrew (figure 1). Since it was not possible to remove the lead from the is1 connector, a connection test could not be performed. The use of a competitor screwdriver is not recommended since it could induce damaged on the corresponding setscrew. In this specific case, the most likely hypothesis is that this use has induced the issue described in the complaint. - the complaint has been recorded for trending purposes.

Event description:
During the ICD replacement intervention, it was not possible to disconnect the right ventricular lead. The physician used a medtronic screwdriver for this purpose. Physician tried with several other screwdriver models without success. At the end, he needed to cut the vigila 2cr65 electrode with sn: (B)(6) and perform a new electrode implantation.

Event description:
During the ICD replacement intervention, it was not possible to disconnect the right ventricular lead. The physician used a medtronic screwdriver for this purpose. Physician tried with several other screwdriver models without success. At the end, he needed to cut the vigila 2cr65 electrode with sn: (B)(6) and perform a new electrode implantation